Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service investigation. Although the error was confirmed in the system logs, the investigation did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed contacted the technical support engineer (tse) and reported that error 40014 occurred before roll-in. The tse confirmed communication errors between common computer controller (ccc) and the surgeon display controller high resolution stereo viewer console (sdch). The tse suggested a hard power cycle. After hard power cycle, the issue was not resolved and the error changed to 307, pointing to sdch. When the system was rebooted without surgeon side console (ssc)1, the system started working fine. The procedure was continued with a single console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. The fse replaced the two communication cables inside the console, specifically the horizontal ribbon harness and vertical ribbon harness, due to a slightly lower firefly light level from the common computer controller (ccc) to the viewer. After these replacements, the system was tested and verified as ready for use, and the fse confirmed that the system is now operating normally.